Manufacturer narrative:
Failure event observed during analysis. External insulation abrasions were noted in two locations both proximal to the suture sleeve tie impressions consistent with friction to the device can. Internal insulation abrasions were noted in multiple locations; four located between the shock coils and one beneath the right ventricular shock coil. There was no damage noted on the cable coatings or inner lumen.

Event description:
This report is to advise of an event observed during analysis.